Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the exact cause of the ascending aortic rupture is likely related to the difficulty crossing the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transaortic procedure, the pre-dilated valve could not be crossed. During the attempts to cross, the physician noted the pericardial cavity was full of blood, and could not find the source of the bleed. All of the devices were removed and the small tear in the ascending aorta was repaired. A second asc+ delivery system and valve were used. A second balloon aortic valvuloplasty (bav) was performed, this time with a 25mm bav. The second valve was able to cross and the valve was successfully deployed. The cause of the tear is unknown. The native annulus measured 26.5mm with severe calcification and severe aortic root calcification.